Event description:
Country of complaint: (B)(6). During set screw insertion the thread of the screw came loose. The set screw had to be changed. Operation time delay: 5 min. No pt harm.

Manufacturer narrative:
U.s. Reporting agent notified on: 03/09/2015. Mfg site eval: microscopic analysis confirmed damage to the body of the screw, including shearing of the thread, as well as some damage to the hexagon head of the screw. This type of damage results from cross threading of the screw. High forces were applied during the cross thread which sheared off the thread. History show there have been 3 complaints with this batch from the same end user, same surgeon. The failure has been determined to b e user related. The mfg file of this batch number as well as quality and production documents were reviewed and found to comply with all OEM specs and do not present any discrepancies.